Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the device did not deliver therapy to patient during cardioversion. Additional details have been requested. The device was in use on a patient, but there was no reported adverse event to the patient or user.

Event description:
The customer reported that the device did not deliver therapy to patient during cardioversion. The device was in use on a patient, but there was no reported adverse event to the patient or user.